Event description:
The end user facility reported a complaint pertaining to the (B)(4) cotton-tipped applicators 23-400-110. They reported having a pt incident with the applicator shaft braking while being used to clean a wound. They reported that this resulted in the pt having surgery to locate and remove the broken tip and that the pt continues to receive wound care treatment. The applicator, which was not returned for eval, could be from one of three lots.

Manufacturer narrative:
Additional lot #s: 20090105, 20090310. Additional exp dates: 01/05/2011, 03/10/2011.